Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with older pump and insulin syringes. Customer's current blood glucose value was 121 mg/dl. Customer reported blood glucose levels was 430mg/dl and was reported that customer was still high around this afternoon 245 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer stated that insulin pump have gone bad. Troubleshooting was performed. The customer stated no delivery alarm the product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected no delivery alarm, low reservoir or no reservoir alarm anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. Pump passed the dat test at 0.0885 inches.